Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator's barometric pressure was out of tolerance. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator's barometric pressure was out of tolerance. The customer reported that the barometric pressure gauge used for testing, was not calibrated. The rse advised the customer to recalibrate the gauge and perform a retest. A follow up was performed with the customer, and it was reported that external barometer that was used was incorrect, and that there was no issue was the ventilator. The device was checked and then returned to service.